Event description:
It was reported that the patient is experiencing a stuck inflatable penile prosthesis(ipp) pump eight weeks after implant. The patient is not longer to pump up his device. There were no patient complications related to this device.